Event description:
It was reported that, a plaintiff underwent a right tha surgery on (B)(6) 2010 and later developed pain and a pseudotumor, and was found to have minimally elevated iron levels in serum, therefore a revision surgery was performed on (B)(6) 2022. During surgery inferior modest fluid collection, synovitis and trunnionosis was noticed, with no loosening of implants. The patient was implanted s+n oxinium acetabular components and was taken to the recovery room in stable condition. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the reported pain, large fluid collection, pseudotumor, and significant synovitis is consistent with the reported trunnionosis. However, the source of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact is the reported elevated serum iron levels, pseudotumor, trunnionosis and revision. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. Nevertheless, a review of the instructions for use documents for total hip systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. Additionally, although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. This has been identified as an adverse event in primary and revision surgery. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction, excessive forces and/or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.